Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased anion gap results generated on the alinity c processing module for multiple patients. The alinity c processing module went ¿live¿ on (B)(6) 2024 and the customer discovered the issue on (B)(6) 2024. The anion gap is a calculation using the measurement from sodium, chloride and carbon dioxide (co2). It was determined that the anion gap formula was configured incorrectly by abbott integration tech and the wrong assay was selected for the calculation. The sodium (urine) assay was selected for the calculation instead of the sodium (serum) assay. There was no specific patient information or data provided. The anion gap formula have since been corrected. There was no impact to patient management reported.

Manufacturer narrative:
The customer corrected the anion gap formula with sodium (serum) which resolved the issue. The alinity c processing module serial number (B)(6) was considered the likely cause. An instrument service history review for (B)(6) revealed no additional service tickets associated with incorrect anion gap results due to incorrect calculation formula inputs. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c processing module with regards to the current issue. The device history record was reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased anion gap results generated on the alinity c processing module for multiple patients. The alinity c processing module went ¿live¿ on (B)(6) 2024 and the customer discovered the issue on (B)(6) 2024. The anion gap is a calculation using the measurement from sodium, chloride and carbon dioxide (co2). It was determined that the anion gap formula was configured incorrectly by abbott integration tech and the wrong assay was selected for the calculation. The sodium (urine) assay was selected for the calculation instead of the sodium (serum) assay. There was no specific patient information or data provided. The anion gap formula have since been corrected. There was no impact to patient management reported.